Event description:
Reporter alleged, obtaining discrepant blood glucose results in the 20s - 30s mg/dl performed within 10 mins of results in the 90s mg/dl on the compact plus system. Reporter stated, after the comparison obtaining a result of 527 mg/dl, a result in the 300s mg/dl, and 60 mg/dl on the same system within seconds of each other. Reporter indicated, she self treated with orange juice based on the result of 60 mg/dl; however, no other actions or treatment info was provided. A request was made for the return of the suspect device and replacement product was sent.